Event description:
Pediatric patient on nitric oxide being transferred from ICU to or. While transferring pediatric patient to or gurney, inovent kept alarming. Upon checking, it read "low no delivery failure" and there was a big red x on the no control dial on the screen. All machine connections and tank psi were checked & verified to be working. Pt's pulse ox dropped by 6 points from 83% to 77%. Immediately called for backup and a backup inovent was connected. Patient's vital signs were otherwise unchanged during the approximately 1 minute time period of the failed machine. Failed machine then taken out of service.what was the original intended procedure?na.device #1is this a laboratory device or laboratory test?no.